Event description:
Surgeon placed rasp into facet joint to begin decorticating the facet joint. After a couple of motions anterior/posterior, he stopped to take fluoroscopy image. When he began to restart his anterior/posterior motion, he applied very little downward pressure and the distal tip of the rasp fractured off in the facet joint. It was fairly deep in the joint, however, the more he attempted to retrieve the broken piece, the more anterior the piece went. At the point, he decided to change his plan in order to safely remove the broken piece of rasp. He decided that it would be necessary to do a complete facetectomy with a contralateral decompression and use a pedicle screw construct instead of facet screws.